Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify error 23, 54, 49, 4 and failed battery alert due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to rewind. The insulin pump had multiple insulin pump error and battery failed alarm. The customer was able to passed the self test. Customer confirmed that insulin pump error reoccurred twice after changing the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.